Event description:
During the process of defibrillation with the lifepack 9p defibrillator, in the hands free mode, it was noted that the pt electrode cable (quick combo) was not connected to the defibrillator. Instead the hands free module remained connected in the test mode. Therefore, during attempts to defibrillate, the electricity was re-introduced back into the defibrillator and not to the pt. There was no audible mechanism in place to alert the operator that the equipment was in the test mode and not defibrillating the pt. During the test mode, the printed monitor strip prints out "test" 200 joules, when 200 joules are delivered but does not print "test" when 300 or 360 joules are delivered. Results and recommendations from facility's analysis: 1. While in the test mode, the risk of error would be decreased with the installation of an audible alarm. 2. When testing the instrument in the test mode that the word "test" is enlarged across the screen. 3. Redesign the "quick-combo" feature to allow connection of the electrode cable into the defibrillator for instant readiness. Devise method to keep the electrodes moist while connected to the defibrillator. 4. Recall the current "quick-combo" electrodes. 5. Send product alert to warn operators of the hazards addressed in this message.